Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump powered on and the display was found to be dim, faded and discolored. The audible tones and vibration functioned properly. Unrelated to the complaint, investigation revealed evidence of moisture corrosion inside the battery compartment. Testing revealed a leak in the battery compartment due to a crack in the compartment. The pump was opened and evidence of internal moisture was observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was dim and discolored. The reporter stated that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.